Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with cable broken was confirmed and reproduced during evaluation. The cause of the reported condition was determined to most likely be due to mishandling. The power cord was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The cause of the reported condtion was found to be a broken power cord.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.